Manufacturer narrative:
Blank display due to damaged battery tube. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked keypad overlay, missing display window cover, cracked case (battery tube), pillowing keypad overlay, faded serial number label and corroded battery tube. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump had blank display and the battery compartment was cracked. Customer stated they had tried 3 different batteries. No harm was required during medical intervention. The insulin pump will be returned for analysis.